Manufacturer narrative:
Exact date unknown, event occurred sometime in 2019. Explant date: 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17459554/17517521.

Event description:
It was reported that patient underwent a system explant procedure for an unknown reason. The explanted devices were discarded.